Event description:
During an unrelated procedure, the lead was unable to connect to the device. The suspected cause was due to a stripped set-screw on the device. The device was then explanted and replaced to resolve the event. The patient is stable.